Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report #1282497-2024-00129. This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h); max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h); max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h); max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h); max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h); max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h); max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h); max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h); max-I-I max inf o2 sensor i20 3-20 kg (lot#: 223110045h). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the product gave low oxygen saturation (spo2) readings, erratic spo2 readings, and no spo2 readings. The sensor site was checked/changed every 4-6 hours, wrap was used to hold the sensor in place, and led lighting was used. There was no patient injury.